Event description:
It was reported that the patient was recently implanted with the device and had seen some symptom improvement. The patient was not adequately trained on using the device and after they came out of surgery, they just told them up and down on the buttons and threw the book at them and said if they had any questions to call. It was reported that the patient couldn¿t even think straight that day because they felt like they wanted to die. The patient thought that someone needed to explain it more to people because they were reading the book and there were a lot of things that didn¿t have answers. It was reported that the patient had been deeply depressed over their condition, had had slight depression, and was on mild depression pills right now. The patient felt inhuman half of the time with the bowel thing and was concerned if they were going to be able to handle and take care of having the device because of their age. It was noted that the patient had to turn the stimulation down a couple of days ago because the tapping was annoying. The patient turned it down from 1.45v to 1.05v and now at night they hardly felt anything but when they got up, they had to turn it to 1.50v and it felt low. It was reported that the patient had an appointment scheduled for (B)(6) 2014.

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient did not have an appointment scheduled at the time but would make one when they needed to.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had the implantable neurostimulator (ins) for three months and the first six weeks they were still getting used to the stimulation. It was stated the patient was happy with the results and they weren't at 100 percent but it was better than it was. The patient stated they are not comfortable with the stimulation sensation or the tapping. It was noted "it hurts more than it should" and the patient thought it should be gentler. The patient stated it hurt when they laid on their back or do exercises or move or sit certain ways. It was stated the patient felt pressure from their implantable neurostimulator (ins) and they had a stabbing pain back there by the ins. The patient stated it had been present since implant with certain movements. The patient noted they were turning their stimulation down because of the stimulation being uncomfortable but they were wondering if they turned it down to low they would start to have an "outbreak" of symptoms. The patient stated the tapping was too strong since implant.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0e9kv, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).